Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
The user facility reported patient was implanted with an impella cp device for mechanical circulatory support after an episode of ventricular tachycardia and complaints of chest pain. It was reported that the impella was pulled across the valve before the cross clamp was applied. Multiple attempts were made to re-cross the valve following the coronary artery bypass graft (CABG), but was unsuccessful. The decision was made to remove the device.

Manufacturer narrative:
The impella device was not received from the customer. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.